Event description:
The customer reported that the 840 ventilator stopped cycling. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was suggested to run extended self test. (Est), performance verification test (pvt) and exercise unit for 48 hours on a test lung. Covidien was not authorized to service the device.